Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30527194m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a ventricular tachycardia ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. The patient had a pericardial effusion present before the procedure. After completion of the procedure and after returning to the ward, a cardiac tamponade was suspected due to decreased vital signs. Vital signs were stable after pericardiocentesis. Patient condition has improved. There was no steam pop and no error message on biosense webster equipment. The physician commented that the patient had a pericardial effusion from the start of admission, and the direct causal relationship was patient condition related. Since the event is life threatening and required surgical intervention to prevent permanent impairment of a body function, or permanent damage of a body structure, then is to be considered serious and MDR-reportable.